Event description:
The customer reported that an 840 ventilator was inoperable. Malfunction did not occur during pt use. Covidien customer service engineer (cse) verified the reported malfunction. Cse proceeded to replace the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). Device passed all self-testing.

Manufacturer narrative:
(B)(4).